Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the baths were overflowing caused by clogged check valves which caused fluid in the vacuum system; the check valves were replaced and the vacuum system was blown dry with compressed air resolving the event. There was also a lysing system failure identified, for which the lyse syringe plunger was replaced. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was a result of a bath overflow of less than 15 ml of liquid; the leak was not contained. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. In addition to finding and correcting the leak, the fse identified and corrected a lysing system failure. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.